Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited an error code. Boston scientific technical services (ts) confirmed this is a benign, self correcting error. The field representative confirmed the device was functioning appropriately and capable of sensing and providing therapy. No adverse patient effects were reported.